Event description:
It was reported that the user experienced high blood glucose with a reported value of 401 mg/dl while using the ilet system after a sensor disconnect, with the continuous glucose monitor (cgm) displaying ¿high¿ and no symptoms reported. The user disclosed a missed meal announcement, and the agent advised that meal announcements should still be entered when the sensor is not reading, with confirmation by fingerstick as needed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education on proper use of meal announcements during cgm interruptions. Investigation of this case revealed user-related use error associated with a missed meal announcement; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.

Manufacturer narrative:
Initial.